Event description:
Info received indicates during a preventive maintenance check, the tech found the ground resistance reading was out of normal range.

Manufacturer narrative:
The technician found the ground screw was loose and didn't have a good connection. He tightened the ground connection to repair the bed